Manufacturer narrative:
The field service representative (fsr) was unable to verify the reported the complaint. The unit operated to the manufacturer's specification. The device will not be returned to the manufacturer for further evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) displayed "calibrator oxygen (o2) analyzer" and was unable to be calibrated. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: prior and during a cpb procedure on (B)(6) 2018, a "calibrate o2 analyzer" error message appeared in the message area on the heart lung machine (hlm). Prior to the procedure the perfusionist had calibrated the system at least six times, with the system unable to calibrate, and the error message continued during the procedure. The perfusionist stated that the procedure went without any issue, for the patients partial pressure of oxygen (po2) and partial pressure of carbon dioxide (pco2) values were with in normal range. The team does calibrate the unit with all the components including the oxygenator in line. Since there was no problem with the fraction of inspired oxygen (fio2) setting and the patients po2, the perfusionist opted to use the system and not use an external oxygen source and flow meter. The epgs has been used since this concern on may 11, 2018, without an issue reported. The incident did not delay the surgical procedure, and there was no harm or blood loss associated with the issue.

Manufacturer narrative:
The field service representative (fsr) was unable to verify the reported the complaint. The unit operated to the manufacturer's specification. The device will not be returned to the manufacturer for further evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.